Event description:
It was reported that, the primary surgery was performed on (b)(6) 2025. Revision surgery was performed due to a cutout in the U-lag screw and damage to the U-blade. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.